Event description:
It was reported that the communicator was not transmitting. The metal part of the communicator power cord that connects into the outlet was observed to be melting. A boston scientific company representative discussed with the patient and opted to replace the communicator power cord. The communicator remained in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not transmitting. The metal part of the communicator power cord that connects into the outlet was observed to be melting. A boston scientific company representative discussed with the patient and opted to replace the communicator power cord. The communicator remained in service. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation against the communicator was confirmed. The returned communicator power adapter showed damage to the brick plate. The adapter showed melting on each side of the prongs. The adapter was unable to power the communicator due to an internal anomaly. If information is provided in the future, a supplemental report will be issued.